Event description:
As reported, the patient was implanted with a phasix mesh in the diaphragm area and later developed an abscess.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Multiple attempts were made requesting additional information. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the information available.